Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed lost sensor. Customer's blood glucose was 40 to 50 mg/dl at the time of incident. Troubleshooting advised customer to reprogram the transmitter. There was no further information provided by the customer or troubleshooting and no low blood glucose troubleshooting was performed.